Event description:
The physician reported that the patient passed away due to suspected sudep. Per an obituary, the patient died suddenly in her residence on (B)(6) 2016. The patient was found deceased in the bed at home by her parents. Per the recorded programming history data and automatic battery life calculation, it is likely the device was delivering therapy at the time of the patient's death. The device was explanted after the patient's death. The generator has not been received to date.